Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased vision at distance ended up -2.00 myopia and unsatisfied refractive outcome after surgery. The iol was exchanged in a secondary procedure following the initial procedure. Additional information was requested.

Event description:
Additional information has been requested and provided that there was no patient harm and no hospitalization. Surgeon states outcome occurred due to a calculation error.

Manufacturer narrative:
Associated products were not provided. It is unknown if qualified products were used. Information was provided that a qualified cartridge and handpiece were used with a non-qualified viscoelastic. The explanted lens was not returned. Based on information provided on the completed questionnaire, the event was determined to be unrelated to the product. The questionnaire indicated that the product did not cause or contribute to the event. The root cause was due to a calculation error. The questionnaire indicated the patient's issues have resolved and the prognosis is excellent. The replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).